Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer reported a high blood glucose level of 300 mg/dl - "high" (a specific value was not provided) because the customer was unable to interact with the touch screen. The customer administered a correction injection in order to address the issue. Customer will continue to use current pump for insulin therapy.